Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer stated the device had alarmed 15 times in two days. Customer's blood glucose was 92 mg/dl. Troubleshooting was performed and the device continued to alarm. Customer stated the customer had noted the insulin pump had gelled up. He changed the insulin set, insulin, and reservoir and issuer persisted. Customer's was advised the device need to be replaced due to the alarm reoccurring. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarms were noted and passed basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No cosmetic damage noted.